Event description:
Same case as MDR ID # 2134265-2013-05478, 2134265-2013-05479. It was reported that during an intravascular ultrasound (ivus) procedure, automatic pullback failure occurred. During preparation, the physician connected the sled and catheter together and tried it outside of the patients¿ body if it works. When the attempt was made to perform automatic pullback, the system failed to pullback. No patient complication was reported. The patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. No issues or defects were observed during product analysis of the returned device. The returned pullback sled appears normal and no damage was observed. During functional testing, the sled was able to properly pull back and performed within specifications with acceptable image present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-05478, 2134265-2013-05479. It was reported that during an intravascular ultrasound (ivus) procedure, automatic pullback failure occurred. During preparation, the physician connected the sled and catheter together and tried it outside of the patients's body if it works. When the attempt was made to perform automatic pullback, the system failed to pullback. No patient complication was reported. The patient's status is fine.